Manufacturer narrative:
The actual device was returned to welch allyn and is currently under evaluation. Results code: vaginal speculum.

Event description:
Welch allyn received a complaint that during an examination a pt experienced discomfort as a result of specula breaking spontaneously while inside vagina. No injury was reported related to this event. The customer did not provide a pt identifier.